Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The event occurred after 3 hours of insertion and the insertion site was at side area. The set was not in use for more than 72 hours. The blood glucose level at the time of event was 260 mg/dl and patient treated it with correction bolus via pump followed by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).